Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was reproduced. He following keys are inoperable: #8, and #9 keys. This is caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #9 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 19 will be displayed, alphabetically: when the "abc" key is pressed, ay will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump "keypad is bad when one letter is pressed a couple of letters come up on the screen" in the emergency room. It was also reported there was no patient involvement.